Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1714k. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return status for mmt-1714k is unknown.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the unit had intermittent button response. Keypad overlay was removed and moisture damage was noted during visual inspection. Unit passed self test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that seven (61) stuck key alarms were displayed on 06/03/2024 at 17:44:30 though 18:29:29. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. The j1 connector on pcb1 was locked properly during visual inspection and no moisture damage noted on electronic assembly. Unit was also received with missing display window/cover, cracked keypad overlay at select button, stained keypad overlay, cracked case on battery side, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube) and battery tube threads - cracked. In conclusion, the customers concern for stuck key alarm was confirmed when the 61 stuck key alarm was noted on adapt history files, aligning with complaint call date. Moisture damage was noted on keypad overlay assembly, causing the intermittent button response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.